Manufacturer narrative:
This supplemental report is to provide a correction to the initial medwatch report (MDR) as there were no reportable malfunction related to the subject device captured in this complaint. The initial medwatch reported that the returned device found a clogged nozzle during evaluation; however, this was incorrectly reported as there was no clog in the nozzle, rather the nozzle was not functioning properly due to insufficient air and water flow. Per the legal manufacturer, insufficient air and water flow from the nozzle is not likely to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed, that during the device inspection. The subject device exhibited a clogged nozzle. There were no reports of patient involvement.